Event description:
It was reported that oversensing with pauses occurred. The competitor's device and medtronic's lead were both replaced as a conservative measure. No patient complications have been reported as a result of this event.